Manufacturer narrative:
The insulin pump was received with operating currents within specifications. The insulin passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and motor test. No motor error alarms or unexpected no delivery alarms noted. The insulin pump powered up properly after battery installation and no low battery alerts, off no power without low battery indicator or weak battery alarms noted. The drive support disk was inspected and no anomalies noted. No traces of moisture were noted at the electronic or motor assemblies per our visual inspection. The insulin pump had missing end cap sticker, cracked reservoir tube, broken battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he believed the insulin pump was water damaged. The battery and reservoir compartments were cracked. The insulin pump alarmed motor error, low battery, weak battery, and off no power. Customer's blood glucose level was 150 mg/dl. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.